Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Device remained implanted in the patient. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation as the device remained implanted in the patient. Reporter contact number was not provided. Device history records review was attempted but could not be completed as the provided lot# l465890 does not match with the reported plate. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for the right distal radius fracture on (B)(6) 2017. After the distal radius plate was placed, the plate was temporarily fixed with the k-wire. When the surgeon tried to insert the locking screw to the plate, it was found that the drill guide could not be connected. The drill guide could not be connected to the plate either in the va mode or in the fixed mode. When the guide wire was somehow connected to the plate slightly, the surgeon started drilling. Although the surgeon tried to insert the locking screw, the surgeon was unable to insert all the way to the screw head; thus, the surgeon gave up on inserting the locking screw. Moreover, this locking screw was used in to other screw hole of the plate without any problem. The surgery was extended for 15 minutes but completed successfully. No adverse consequence to the patient was reported. The plate and screw remain in patient body. Concomitant devices reported: k-wire (quantity 1), 2.4 mm ti va locking screw stardrive 18 mm-sterile (part# 04.210.118s, quantity 1). This report is for one (1) 2.4 mm ti val lcp. This is report 2 of 2 for (B)(4).